Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Ccc reviewed the results monitor and found several kinetic check flags on the calcium reagents. A siemens headquarter support center (hsc) specialist evaluated the instrument data. Hsc found out that the abnormal assay flags were due to the kinetic check flags. The kinetic check flag monitors sample mixing. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran alignments on all the probes, cleaned the drains and replaced the sample probe 1 mixer. The cse then ran quick check, ran calibrations and quality controls (qc). The cause of the discordant, falsely depressed calcium results on nine patient samples is a faulty sample mixer. As per the dimension vista system operator's guide, when an abnormal assay error is obtained: "the result cannot be reported. Rerun the sample." And when below assay range error is obtained: "the result is below the assay range and cannot be calculated." The cause of the operator reporting flagged patient results is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca) results were obtained on nine patient samples on a dimension vista 500 instrument. Samples were flagged with either abnormal assay or below assay range errors and were erroneously reported to the physician(s). All discordant results were reported to the physician(s) except for sample ids (B)(6). The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium results.